Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the issue was confirmed. The downstream occlusion (dso) sensor was worn. The dso sensor was replaced to resolve this issue.

Event description:
It was reported that there were unusual alarm sounds after switching the device on. There was unknown patient involvement.